Event description:
It was reported that patient had cancelled several appointments to have the pump replaced. An elective replacement indicator (eri) had occurred on (B)(6) 2011. As of (B)(6) 2012, patient started to experience withdrawal or lack of intrathecal baclofen effect especially increased spasticity. Drug delivered via the device was baclofen 2000 mcg/ml at a daily dose of 300 mcg. Patient had to take more and more oral baclofen. It was added that patient heard the pump alarm going off every hour until "recently it stopped alarming during the day." The pump was explanted and it was noted that the actual reservoir volume was 29ml while 26.8ml was expected. The pump had alarmed once during the explant surgery that had lasted 2 hours. There was no troubleshooting done prior to the device replacement procedure. When interrogated after surgery on (B)(6) 2011, there were no motor stalls noted on the printout, and un-expectedly there were no warnings saying that an eri had occurred on the first screen, however eri was noted on the printout. It was stated that the patient had delayed going to the operating room because of a decubitus ulcer on her coccyx region "that they wanted to have healed up before taking her to the operating room but unfortunately they were unable to do that as eos (end of service) was predicted to be (B)(6) 2012;" and the pump had to be replaced "given the risk of baclofen withdrawal." A new pump and connector was implanted. Per the telemetry strips the pump contained baclofen 2000 mcg/ml at a daily dose of 299.6 mcg.

Manufacturer narrative:
Analysis of the pump revealed no significant anomaly. It was noted that the pump's end of service (eos) was due to time progression. Pump logs indicated eos occurred on (B)(6) 2012. The manufacturer received the proximal catheter segment in addition to the 40 degree pump connector. Analysis of the catheter revealed no significant anomaly. A slice/cut was seen on the pump connector of which was indicated as likely having occurred during explant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2005, explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.